Manufacturer narrative:
Caire has been unable to obtain the unit for any further inspection or testing.

Event description:
On (B)(6) 2010, caire was notified of the following alleged event. The resident was using a stroller, liquid oxygen portable unit, at a healthcare facility. On (B)(6) 2010, at 6:55am, the facility nursing personnel noted the cannula to the stroller was white and frozen. The unit was turned off and immediately removed. The physician was notified at 7:00am and ordered silvadene cream to the reddened area under the resident's chin. No edema was noted at this time and the resident had no complaints of pain. The resident's vitals and oxygen saturation level were adequate. At 7:30 am, the physician was notified of edema on the nose area and the resident beginning to complain of pain. Orders were received to send resident to emergency room for evaluation. At 5:10pm, rn from hospital notified the facility that the resident had burns in their nostrils and throat. At 6:15pm, hospital md indicated that the resident was stable and in good spirits. The resident was scheduled to discharge on (B)(6) \. The activities department at the facility stated that around noon on (B)(6) (one day prior to the incident), the resident's involved stroller was dropped from their wheelchair to the floor, remaining vertical.